Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 60 stapler involved with this complaint and completed the evaluation. Fa confirmed, but did not replicate, the reported complaint. Fa found the instrument to have an unclamp failure based on system review but was not replicated during in-house testing. A review of logs showed error code 22030 indicating "a sureform 60, force fire failed in its operation on usm1 failure mode: unclamping failure / general failure sureform 60, force fire / sn: (B)(4)." The instrument was placed on the in-house system and an "instrument failure. Do not reuse." Error appeared. The radio frequency identifier (rfid) editor was used to manually overwrite the force expiration and the stapler was tested in-house. The instrument initialized, clamped, fired, and unclamped without any issues. The instrument passed the hi foam challenge test. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. There was no physical damage found. The root cause is not determinable/applicable. Unclamp failure log review details: procedure: nephrectomy, # unclamp failures = 1, reload color installed during failure = blue 60, install number(s) of instrument during unclamp failure = install 7, # of firings by instrument prior to unclamp failure = 5 successful fires, unclamp failure completion pct. = 80.27%, clamp history of instrument in procedure with unclamp failure = 1 aborted, incomplete, and 7 completed clamps in total. Common causes may be attributed to either device design or use conditions. Regarding design, the instrument I-beam assembly can be jammed due to high drive-train friction caused by a damaged sleeve near instrument may experience unclamping issues due to obstructions in the path of the I-beam. Additionally, the instrument was found to have a firing failure based on system review but was not replicated during in-house testing. A review of logs showed 1 firing failure, error code 22030 indicating "a sureform 60, force fire failed in its operation on usm1 failure mode: firing failure/ drivetrain failure sureform 60, force fire/sn: (B)(4)." The stapler was tested in-house, and the instrument initialized, clamped, fired, and unclamped without any issues on both attempts. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The root cause is not determinable/applicable. Partial fire system review details: procedure = nephrectomy, # partial fires in procedure by instrument = 1, reload color installed = blue 60, pf completion pct = 22.59%, firing number of pf by instrument in procedure = 6th fire, overall firing number of pf in procedure = 6th fire, clamp history of instrument in procedure with pf = 1 aborted, 2 incomplete, and 7 completed clamps in total. A review of the instrument logs for the sureform 60 stapler instrument (480460-09/l122209050622) associated with this event was performed. The instrument was last used on (B)(6) 2022. No image or procedure video was provided for review. A review of the advanced technical review type for the sureform 60 stapler associated with this event has been performed by an intuitive surgical, inc. (Isi) fae. The following additional information was provided: logs show pn 480460-09, ln l12220905-0614 was installed on the system 1x on usm1 and fired 1 blue reload. There were no incomplete clamps by this instrument. Clamping was completed with no pauses for compression. There were no stapler related errors for this instrument in the msc logs. This complaint is being reported based on the following conclusion: it was alleged that the sureform stapler failed to unclamp. Medical intervention may be required in the event that the stapler fails to unclamp from tissue when commanded by the user or system. At this time, it is unknown what caused the unclamping event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the stapler fired six out of 12 times. A clamping error occurred requiring the touchpad to unlock. There was still an error and customer had to manually unlock the sureform 60 stapler. A new stapler was opened and used. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.